Event description:
The customer posted that her insulin pump had a frozen display and she is traveling overseas. The customer mentioned that she used to use lantus, but she uses humalog since she had the insulin pump. The customer requested a replacement and to reach her husband. Attempted to contact her spouse several times with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.